Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.